Event description:
It was reported that this lead was explanted one day after implantation due to loss of capture. It was discarded. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.